Manufacturer narrative:
(B)(4). D10: 11-301301 arcos con sz a std 60mm (B)(6). G2: foreign: australia. Suggested component code: mechanical (g04) ¿ stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a right primary hip and was implanted with zimmer biomet products. Subsequently, the patient was revised due to loose and undersized arcos stem that has subsided. The distal taper, cone body, head, and bearing were explanted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6, h10 . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a fracture of the greater trochanter is present. Subsidence of the femoral stem component cannot be confirmed in the absence of baseline radiographs. Abnormal low femoral offset is noted. Radiographic findings consistent with femoral stem loosening are present. The femoral stem has limited contact with the endosteal of the femoral shaft which may suggest undersizing; however, since radiolucencies may have developed along with widening of the femoral canal since surgery, comparison with the immediate postoperative images would be helpful to confirm undersizing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.